Manufacturer narrative:
The event occurred in a foreign country.

Event description:
Caller tested 2.5 inr on the coaguchek xs system while a comparison lab returned as 1.84 inr. No adverse event reported. No treatment info provided. Requested return of suspect system.